Manufacturer narrative:
It was reported that the patient underwent a ventral hernia repair surgery on (B)(6) 2005 and mesh was utilized. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery in (B)(6) 2005 and mesh was implanted. Six years later, the patient reported that there was a bulge in the naval area and the area was sore and red. This area opened and leaked ¿infected¿ material. He underwent a mesh removal surgery in (B)(6) 2013, and treatment for chronic inflammation and fistulas. He underwent another surgery in (B)(6) 2013 for bilateral muscle advancement of the flaps of the trunk. No additional information has been provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.